Event description:
Medwatch stated, "during caesarean section, a jackson-pratt (jp) drain was placed to monitor for intra-abdominal bleeding in case of the need for therapeutic anticoagulation. The patient ended up not requiring. An attempt at the jp drain removal on post-up day one was unsuccessful with the jp drain breaking at the bedside. The patient required re-operation in order to extricate the retained piece of drain."

Manufacturer narrative:
The customer sample was received for investigation. Visual examination showed that it is a jp 7mm flat drain ¾ perforated & 100cc reservoir kit. The molded white flat drain section showed no damage. It also showed traces of dried body fluid inside the drain and reservoir. Visual inspection revealed that the clear silicone tubing broke at approximately 1.30 inches from the drain/tubing junction area. Microscopic examination revealed wavy/jagged edge at the fracture site and no distortion in the adjacent drain, which indicates that the drain was not stretched (elongated) to failure. The characteristics of the fractured area and the absence of any tubing distortion are similar to those failures, which are caused by puncture by a sharp instrument. Another observation in clear silicone tubing demonstrated a puncture (not associated to the rupture) at approximately 0.30 inch from break site. As no lot number was provided, we were unable to trace the DHR to evaluate the quality testing performed and the corresponding results. An analysis of the complaint trends demonstrates that this is the first time that we have received this type of report from this catalog in the last 12 months. The most probable root cause was identified as misuse by the customer as evidence by the puncture not associated to the rupture. This creates a weak point in the drain resulting in tear propagation upon pull force loading during wound drain removal. As preventive actions, the customer will be provided with a copy of the instructions for use. For use (IFU). ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ we will continue to monitor trends and utilize the information as part of continuous improvement.

Manufacturer narrative:
The device was received on 7/21/14, and forwarded on to the manufacturing facility for investigation. A follow-up report will be filed when the investigation is completed.